Manufacturer narrative:
(B)(4) method: the complaint rd900 neopuff infant resuscitator was not returned to the fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the customer, previous investigations of similar complaints, and our knowledge of the product. Result: the customer reported that the rd900 neopuff infant resuscitator was displaying a low peak inspiratory pressure (pip) at a set flow. Conclusion: based on the provided information by the customer and the neopuff technical manual, the reported pip readings at the given flow were within acceptable range. However, without the complaint device we are unable to determine what may have caused the reported event. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production. The neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. The operation of the f&p neopuff/perivent must be checked prior to first use.

Event description:
A healthcare facility in (B)(4) reported via a fisher & paykel healthcare (f&p) field representative that a rd900 neopuff infant resuscitator was displaying a low peak inspiratory pressure (pip) at a set flow. There was no patient involvement.